Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 177 mg/dl. It was reported that they had received unexpected restart alarm and also received pump error during the auto test. The customer was advised to back up plan. P will need to be replaced. The insulin pump will not be returned for analysis.